Event description:
According to the available information, a revision surgery was performed to remove the 1 cm rear tip extender (rte) from the left cylinder and replace it with a 2 cm rte. A graft was used to close the implant as the patient was very fibrotic and the tissue was not as playable as the physician would have liked.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated.